Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the pump was in excellent condition. No apparent contamination. During power up process, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced main board as a preventive measure. Performed power up process which passed.

Event description:
It was reported that there was an error code digital to analog, spoke with tech said its the a board issue. No patient injury was reported.